Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts state signs of repeated use and missing plungers. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to previously addressed design deficiency. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be missing the ball bearing. This was noted when being returned to the office. No adverse events have been reported as a result of the malfunction.